Event description:
The account alleged the pt position module will not set on the bed. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.